Event description:
Additional information received reported that the hcp could not hit the port to fill the reservoir unless he used fluoroscopy. The pump was reportedly sideways, almost perpendicular to the patient¿s body, and the top edge was tilted so the hcp had to pull down on the side of it to hit the port to refill. The patient mentioned she had done some research on the internet and ¿sees patients have replacements after they experience problems¿ and requested a replacement of the entire system but felt like the hcp ¿thought it was all in her head.¿ the hcp reportedly thought the patient played with her pump; however the patient stated she can¿t reach the pump. Per the patient, the hcp told the patient there were ¿no options other than explant,¿ and that ¿her pump was not a toy and it was very expensive to replace.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s pump flipped right after installation. When the healthcare professional (hcp) implanted her pump in (B)(6) 2013, he ¿tried to install it more secure.¿ the patient noted, she was obese and had a big [unintelligible] where the pump was installed and ¿she was sure that¿s why it was flipped.¿ the pump was used to infuse dilaudid (hydromorphone). No outcome was reported for this event. Follow up was conducted to obtain additional information but had not yet been received. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Product ID 8711, lot# j10849r38, implanted: 2001 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the pump flipped twice as far as the patient knew. The patient indicated that when the healthcare professional (hcp) tried to make it more secure but it didn¿t work.